Manufacturer narrative:
A partial lead was returned in two segments for analysis. The portions of the lead that were returned were otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during a follow-up visit, the patient's rv lead exhibited elevated hv impedances. As a result, the physician explanted and replaced the lead. No patient symptoms were reported.